Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the conversion did not result in increasing port size incision. The conversion did not result in adding ports. There was no delay in the procedure. The robot was in a faulted state first thing in the morning.

Event description:
It was reported that the system was experiencing a 170 error at startup. Initially, a power cycle and changing the power outlet for console 2 were attempted, but the issue persisted. The technical support engineer (tse) instructed to perform a hard power cycle and to start the system with only one console attached at a time. Despite these efforts, the 170 error continued to appear a few minutes after startup. It was noted that the issue was initially reported by staff during a case, leading to a conversion of that case. System logs indicated that ssc2 entered a golden image state with a 311 fault, and subsequently, 31089 errors from different fiber ports on the tower were observed before the 170 errors occurred. It was noted that when this occurred previously, the procedure was converted to a laparoscopic approach.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the blue fiber pigtail to resolve the issue. The system was tested and verified as ready for use.

Manufacturer narrative:
The probable root cause is due to an issue with the pigtail cable connected to the blue fiber cable port.

Event description:
Refer to h11 for follow-up information.